Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. This report represents the valve used in the case. Please reference related manufacturer report number: 2015691-2020-12988 UDI number: (B)(4).thv/tvt registry per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Patient factors (heavy calcification in ncc into the annulus and lvot) likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During implant of a 23mm sapien 3 ultra valve in the aortic position using left percutaneous transfemoral approach, the commander delivery system and valve jumped as it was exiting the sheath. During valve alignment, there was some noted tension. The valve was deployed without issue. Post deployment tte showed an effusion. Per site review of echo, an annular rupture was confirmed. A perforation was also found in the av groove. The patient left the room balloon pump supported. However, the patient expired the same day. Both implanting physicians believe the jumping of the system had something to do with the perforation. It was believed this could have possibly caused the wire to perforate. The patient had heavy calcification in ncc into the annulus and lvot.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Additional information was received. Section b2 was updated (required intervention to prevent permanent impairment / damage (devices) box checked). Per the patient¿s medical records, post implant of a 23mm sapien 3 valve via left transfemoral approach, transthoracic echocardiography (tte) demonstrated good valvular position initially. However, a large pericardial effusion that was growing was noted. Therefore, pericardiocentesis was performed. The tte indicated gradual development of peri-annulus hematoma and mild to moderate paravalvular leak (pvl). A sternotomy was performed and the pericardium was rapidly opened and noted a large volume of blood within the pericardium. The only lesion identifiable was a perforation of the left ventricle near the base of the left atrial appendage in the region of the av groove and close to a smaller probably ramus intermedius. The transesophageal echocardiogram was also suggestive of an annular rupture in the area of the large calcium plaque, protruding into the left ventricular outflow tract. Salvage surgery was performed with suture of the perforation. The chest was then closed later after all potential bleeding sources were controlled. No further intervention was a valid option for the patient due to complexity of the anatomy and bloodless program. The patient was taken to cicu in critical and unstable condition.